Event description:
Procedure: anastomosis. According to the reporter: the staples were not correctly molded to the b shape and remained almost open. It was necessary to perform a protective ileostomy.

Manufacturer narrative:
(B) (4). (B) (4).